Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro device, the c-ring broke into two pieces and fell into the patient's leg. The breakage was noticed upon extraction of the device and the vein from the leg, as the c-ring was being used to remove the vein out through the incision. The detached piece was retrieved through the original knee incision. The c-ring was not manually manipulated during the procedure. The dissection tip was used to create the tunnel and distal insufflation was used during the procedure. The vessel was being extracted from the upper leg. A replacement device was used to complete the procedure. The hospital did not report any add'l patient effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that half of the c-ring and the scope wash tubing were detached from the cannula; the detached piece was returned. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the eval results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).